Event description:
A customer reported receiving a minimum fill notification while using their device. There was no adverse impact to the customer's blood glucose level. The customer had already addressed the issue by loading a new cartridge onto the pump before contacting support, and was advised to remove the pump from its case and clean the pneumatic tap when home. The customer successfully resumed insulin delivery after the cartridge was loaded.